Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, lead noise was noted on the rv lead. The physician observed that the noise was causing occasional dropped beats, but the patient was not symptomatic. The rv lead was capped and replaced on (B)(6). The patient was stable.